Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt/lay person informed a customer care associate, cca, on 7/16/2007, that her ultra meter was in the set-up mode after changing the battery fifteen earlier. At the time, she elected to take less glucophage and an unk pill. At some point after taking less medication (exact time frame not provided), she became "fatigue and hungry." Reportedly, she received no medical attention from another person or a health care professional. The cca upgraded the pt to another meter. This senior medical affairs specialist is able to classify the complaint based upon the information provided to the cca. The pt took less oral hyperglycemic medication, presumably because she was unable to test on the meter. At an unk time she then exhibited a symptom of hunger and fatigue, possibly due to lowering her dose of medication. Although the perceived issue was resolved, indicating the product did not malfunction, the complaint is classified as an adverse event possibly due to use error.